Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot. The mpu was connected to ac power and booted up as intended. The mpu was connected to a mock loop and test system controller, and a no external power alarm became active following the driveline being connected to the system controller; thus, isolating the issue to the patient cable of the mpu. The cable was replaced and the mpu passed all functional testing. The mpu was returned to the customer ready for use. The root cause for the reported event was determined to be due to the patient cable of the mpu; however, the cause for the damage to the cable was unable to be conclusively determined. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The customer order was shipped on 18jun2024. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had no power when connected to the mobile power unit (mpu). The patient was given a loaner mpu from the center with no alarms noted.